Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up. It was noted that the implantable cardioverter defibrillator was in backup vvi. A firmware download was performed successfully restoring the device. There were no patient consequences.